Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a tumor removed on (B)(6) 2017 which procedure involved cautery near the device. The device then experienced a diagnostic anomaly which resulted in device charging which appears to have caused eight shorted output stage detection alerts. The alerts were cleared. The patient was stable and will be monitored.